Event description:
Initial result for a patient na/cl was 161/91. When repeated, the results were 134/103. The incorrect results were not used to guide patient therapy. The field service representative found the activator was bad and repaired the instrument by replacing the activator and performing maintenance.